Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: during investigation, the pump powered up with ascending auditory and continuous vibratory signals to a persistent blank screen. The pump alarm history was reviewed, the pump cover was removed and the printed circuit board was inspected. Upon replacement of the y2 crystal component, the pump was able to overcome the blank screen issue and the display powered on to a ¿verify¿ screen. A single component y2 crystal failure was diagnosed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.